Event description:
Pt experienced loss of restriction which was diagnosed as leakage from port tubing. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.